Manufacturer narrative:
No RMA has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 10 years 9 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that the ball bearings came out of the casters and the stem is bent going up into the base. No injury is alleged.